Manufacturer narrative:
A ge rep evaluated the system and replaced a monitor. The system operates as intended.

Event description:
The customer reported the system would not display an image. No pt injury was reported.